Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that there was an interference between the implantable neurostimulator (ins) and a glucose monitoring system. No diabetes products were involved. Additional information received reported that it was very unlikely that the ins and the glucose monitoring system would interfere with each other. It was advised to place the devices on the opposite side of the body so that the external component don't overlap, to minimize possible interaction between the devices, and to minimize discomfort at the ins site. The cause of the event remained unknown. The event resolved because it was just a question from the patient.